Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1781k. The customer reported receiving battery failed alarm. Troubleshooting was performed and it was observed that the battery cap contacts were not damaged. The customer reported that battery spring was loose. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self-test. Successfully downloaded the trace and history files using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No alarms or failed battery test noted during testing. However, confirmed the pump alarmed 66 failed battery test on (B)(6) 2024 between 8:04:49 pm and 10:34:04 pm in the history files. These alerts are expected and occur during normal pump operation. The pump downloaded history confirmed the pump alarmed 12 pump error 53 alarms (line number 5632 file number 2005) on (B)(6) 2024 between 20:05:16.000 and 20:18:45.000 due to software error. Found moisture damage to the pcb1 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: moisture damage to electronic assemblies, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, and stained keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing, and no failed battery test noted. The pump downloaded history confirmed the pump alarmed pump error 53 due to software error. Conformed light moisture damage on the pcb1 board during analysis. No damage noted to the battery tube spring during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.